Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 7f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion and the device was fractured at 26cm from the hub. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.